Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample probe 3 (s3) mixer and auto-aligned it. The cse ran check 1 and primed the pump. The cse again ran check 1 and quality controls, which were acceptable. The cause of the discordant, falsely low bun results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low blood urea nitrogen (bun) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.